Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year-old female patient, the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating a malfunction to the device. The device was recertified and returned to the customer. Review of the device log showed that the lead view was in the pads view for the entire case. There is a valid patient impedance detected through the multifunction cable, however it does show some variation in the impedance waveform. The lead view was never changed to leads I, ii, or iii, therefore a signal through the ECG cable would not have been displayed on the monitor. The multifunction cable and electrode pads that were used at the time of the reported problem were not returned for evaluation. No trend is associated with reports of this type.